Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pipeline was placed in a straight segment of the blood vessel when it failed to open. It was noted that the pipeline was already damaged after being pushed out. Preliminary speculation is that it has nothing to do with the operation.

Manufacturer narrative:
Product analysis #706338567:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was found open and frayed. The proximal end of the braid was found fully opened with no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal end of the braid was fully opened and frayed. The cause could not be determined. Possible cause of ¿failure/incomplete open¿ includes patient vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was minimal., ruling out vessel tortuosity as a potential cause. In the event, the damage to the braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline had difficulty opening and was damaged. During ped treatment of intracranial aneurysm, the marksman catheter was in place, and the blood flow diversion dense mesh stent pipeline flex4-25 was normally hydrated and then delivered into the microcatheter. It was pushed out of the microcatheter tip but it was difficult to open. After trying to deploy a longer length, waiting, and retrieving, it was successfully opened, but the development wire at the tip end was abnormally burred, and there was an obvious problem that it could not adhere to the wall. Then it was withdrawn and it was found that the distal end of the stent was damaged. For the safety of the operation, new device was replaced and the operation was completed. The devices were prepared as indicated in the isntructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery (ica). The max diameter was 9mm and the neck diameter was 5mm. The distal landing zone was 4mm and the proximal landing zone was 4mm. Vessel tortuosity was minimal. Dual antiplatelet treatment was administered. No patient symptoms or com plications were reported.